Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient heard alarms and saw the message, "power disconnect" while on the wall power. The alarm was intermittent and was not able to be reproduced. Visual assessment of mobile power unit (mpu)/clips/controller cable ports showed no obvious bent or broken pins or dust/debris. The modular driveline cable was tight, no yellow indicator was seen. A review of log files revealed some power cable disconnect event on (B)(6) 2021 at 0815-0817 occurring on the black power lead while using the mpu; there may have been an intermittent connection between the power lead and the patient cable. Additional information revealed that rhe patient was placed on a different mpu and the power cables were moved in the same fashion and the customer could not illicit the power cable disconnect alarm again. The patient's mpu was exchanged and the patient was sent back home. The customer planned to change the controller, if necessary. Additional information revealed that a controller exchange occurred on (B)(6) 2021 when the patient returned to the clinic after they continued to have alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of atypical power cable disconnect alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and log files were submitted for review. A review of the submitted log files showed overlapping events spanning approximately 7 days (B)(6) 2021, (B)(6) 2000 per timestamp). Atypical power cable disconnect alarms coincident with rsoc invalid faults alarms were recorded on (B)(6) 2021 at 20:40:48 ¿ 20:40:50, intermittently between (B)(6) 2021 at 22:55:24 ¿ (B)(6) 2021 at 09:47:08, intermittently on (B)(6) 2021 at 08:15:40 ¿ 08:17:19, and intermittently on (B)(6) 2021 at 08:31:29 ¿ 12:44:44. The alarms did not take place during power source exchanges and occurred on both power sources. The alarms cleared shortly after activating. There were no other notable alarms active in the log file. Pump operation was not affected. The controller was functionally tested and did not pass. The power cables were cut open to inspect the wires and the red wire on the white power cable was cut underneath the strain relief on the connector end. The orange and yellow wires were found to be cut on the black power cable underneath the strain relief on the controller end. Additionally, the other wires were kinked in the same location. Additional information provided on 27sep2021 stated the controller exchange took place on (B)(6) 2021 after the alarms continued following the mobile power unit exchange. The root cause for the reported event was unable to be conclusively determined through this analysis; however, the observed cable damage may have contributed to the reported alarms. Incidental findings: fluid ingress. Heartmate iii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate iii patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.